Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, the patient developed an mrsa infection at the implant site and was treated with IV antibiotics (date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with a new device.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and skin necrosis at the implant site. Device analysis report attached. This report is submitted on march 31, 2022.